Event description:
Pt underwent left total knee arthroplasty during 1/93 for treatment of osteoarthritis. She presented with complaints of right knee pain. Bilateral knee radiographs were performed. Bony resorption underneath the femoral component of the left knee was found. She was noted to have loss of bone-cement interface. Infection of the left knee was ruled out. The pt was admitted to the hosp for revision of the left total knee. Synovitis of the knee and loosening of the femoral component was found intraoperatively. The patellar and tibial components revealed no significant erosion. A stat frozen section was obtained which revealed no evidence of infection present. A synovectomy and revision of the femoral component of the left total knee was performed.